Event description:
Hosp advised that the system was set up to infuse genamycin on this pumping module when it alarmed, and stopped infusing. Infusion to the pt was interrupted. There was no pt consequence.